Event description:
It was reported as per pcr, the patient during walking showed sudden symptoms of an air emboli i.e. Thoracic pains, pale, sweating, and fear of death. ECG, lung x-ray and blood status showed no abnormalities and the number of thrombocytes was at 10,000 due to aml. Back in the hospital, the central venous catheter was found leaking approximately 3cms below the lumen joint and blood extended through pinholes. As a result, the catheter was removed. Upon irrigation of the distal branch with saline, pinhole leaks were confirmed. The patient recovered after a short time.

Manufacturer narrative:
Sample will not be returned for evaluation.